Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro would not stop firing and melted through the side of the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/10/2019. Signs of clinical use and heavy amounts of charred material was present on the heater wire. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base, but appeared to be detached at the tip of the hot jaw. The silicone insulation on the hot jaw was observed to be completely peeled away from the hot jaw, exposing the entire length of the metal portion of the hot jaw. The silicone insulation on the cold jaw was observed to be cracked and peeled from the middle of the cold jaw to the tip, exposing the metal tip of the cold jaw. No silicone insulation was returned for evaluation. The base of the jaws was observed to be charred, as well on the inner portion of both the cold and hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes ¿material twisted/bent¿ , "peeled" and "thermal decomposition of device" was confirmed. Sv 10-oct-2019.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro would not stop firing and melted through the side of the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.